Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this device will not interrogate. No lights on wand, a second programmer was tried but the device still failed to interrogate. Device last transmitted to home monitoring on (B)(6) 2020. Device remains implanted at this time. No adverse patient events were reported. Should additional information become available, this file will be updated.